Manufacturer narrative:
Product complaint # (B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: are there any photos of the foreign matter available? Yes is it possible that the foreign material fell into packaging upon opening of device? Not open package. Was the product seal on the foil still intact when the package was opened? Not open package. The following information was requested, but unavailable: please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? Unk what was the texture? Unk. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During surgery, before opening the package, upon visual inspection, the rust-like foreign matter was attached to the needle swage part. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 investigation summary: the product was returned to eth for evaluation. Visual inspection revaluated that one sealed overwrap packet that pertains to product code 1663g was received for analysis. During the visual inspection of the returned sample, no anomalies or issues related to foreign matter were observed. The packet was opened, and it was found that the needle had an incorrect finish, which did not meet the requirements. Six photos were provided showing an overwrap packet, the lot number, a label in japanese, and three images that appear to show a needle with a dark stain. Based on the information currently available, an incorrect finish was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.